Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that a patient whose indication for use is dystonia had a wound infection which had an onset of late (B)(6) 2014. A prolonged infection had progressed and extended 3 places which were the left and right upper chest quadrants and the center of the chest. In the middle of (B)(6) 2014 all the devices were removed. The cause of the infection was unknown. The patient had recovered in middle of (B)(6) 2015 as the infection had subsided after the removal.

Event description:
Additional information received from a healthcare professional of a clinical study reported the patient had experienced a prolonged and extensive infection which had lasted for a long time and the infection site was expanded and required procedure/treatments. The event was caused in the course of progress. There were no abnormalities detected during both the implant and removal of all implanted medical devices. It was noted that there was no notable episode as the patient's background before and after implant which may have led to the onset of the event. The pathogenic bacteria of the infection were unknown. Antibiotic administration, debridement and other procedures were performed. Devices were not replaced.